Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2000. Product type: catheter. (B)(4).

Event description:
It was reported that in 2007 the patient had ¿complications¿ with the catheter. The patient had a pump refill 3 days prior to a back surgery. The reason for the back surgery was not provided. During the surgery, the surgeon cut/clip the tip of the catheter and ¿all the morphine¿ went into the patient¿s system. The surgeon did not realize that the catheter was cut. The managing physician was not present at the surgery and the hospital did not know how to fix the issue. The evening of the surgery the patient had burning pain and her face was red. The patient thought something was wrong with the pump and could not get a hold of her healthcare provider (hcp). The patient was brought to the emergency room (ER) where she was given oral dilaudid. For 4 days the hospital could not do anything and the patient was transferred to another hospital where they thought the patient was getting meningitis; however, the patient did not agree. The hcp at the hospital took and x-ray and found the catheter was clipped. It was noted that when the hcp arrived to fix the catheter, the hcp broke the catheter in another place. The hcp gave the patient oral medication for pain control and decided to explant the pump. The patient stated that for 4 months they tried different medication but were unsuccessful in controlling the pain so a pump was again implanted. The patient stated that the pump gave her better quality of life and she had no life before the pump. The patient stated that for 6 six months she ¿went through a lot¿. The device system delivered morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).